Event description:
Philips received information that the customer was performing a patient procedure and reported the images exhibited a smudge artifact. The trained professional determined an MRI scan of the patient was necessary to determine pathology. No other patient information has been made available.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).